Event description:
It was reported that during an endovascular arteriovenous fistula procedure, it was unable to trigger the pulse from the device connected to the generator. It was further reported that the return plate was correctly positioned and there was no particular fault with the generator. Opened a single-use electric scalpel and changing the generator. Reportedly, despite various manipulations, the device allegedly did not work. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the device - venous and arterial catheters were not returned for evaluation. Also, images or video files were not provided for review. The result of the investigation is inconclusive for the reported activation issue. The root cause for the reported activation issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for this wavelinq device was reviewed and the following sections are applicable. Indications the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. Known allergy or reaction to any drugs/fluids used in this procedure. Known adverse effects to moderate sedation and/or anesthesia. Distance between target artery and vein > 1.5 mm. Target vessels < 2 mm in diameter. Warnings, cautions, and precautions warnings 1. The wavelinq¿ endoavf system is only to be used with the approved commercially available devices specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure, potentially resulting in serious injury or death. 5. Do not plug device into the electrosurgical pencil with esu on. 7. Do not permit cable to be parallel to and/or in close proximity to leads of other devices. 8. Do not wrap cable around handles of metallic objects such as hemostats. 9. Consult the esu user¿s guide on its proper operation prior to use. Cautions 1. Only physicians trained and experienced in endovascular techniques should use the device. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Precautions 1. Care should be taken to avoid the presence of fluid on the esu. 5. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 6. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Instructions for use pre-procedural preparations. 3. Place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 4. Turn on esu. Ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 5. Place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug in to esu. Confirm indicator light changes from red to green, ensuring appropriate patient contact. 6. Turn off esu until ready for energy delivery in order to prevent inadvertent activation. Preparation of the catheters 21. Carefully inspect the wavelinq¿ endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ endoavf system. Endoavf creation procedure 23. Remove the arterial catheter from the packing card and inspect for damage (see figures 1-3). Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 27. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 32. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 33. With catheters in confirmed activation position, remove cable tie, remove preassembled insert, and then connect venous catheter plug to electrosurgical pencil. Fully insert plug until there is no metallic surface exposed. 34. Pass electrosurgical pencil hand switch connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 35. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 36. Ensure tourniquet has been removed (if applied). 37. Do not allow catheters to move in order to minimize chance of misalignment. 38. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 39. Hold patient¿s procedure arm at the wrist with firm pressure to minimize arm flexion and rotation during energy delivery. 40. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 41. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. H10: d4 (expiry date: 10/2023), g3, h6 (method). H11: e3, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that during an endovascular arteriovenous fistula procedure, it was unable to trigger the pulse from the device connected to the generator. It was further reported that the return plate was correctly positioned and there was no particular fault with the generator. Opened a single-use electric scalpel and changing the generator. Reportedly, despite various manipulations, the device allegedly did not work. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2023) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the device - venous and arterial catheters were returned for evaluation. The arterial catheter exhibited some minor bends, the method to packaging of the returned device likely contributed to this. During the functional testing both venous and arterial catheters aligned without issue. The device was activated and cut through the tissue successfully. Therefore, the result of the investigation is unconfirmed for the reported activation issue. The root cause for the reported activation issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instructions for use for this wavelinq device was reviewed and the following sections are applicable. Indications: the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications: ¿ known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. ¿ known allergy or reaction to any drugs/fluids used in this procedure. ¿ known adverse effects to moderate sedation and/or anesthesia. ¿ distance between target artery and vein > 1.5 mm. ¿ target vessels < 2 mm in diameter. Warnings, cautions, and precautions: warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved commercially available devices specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure, potentially resulting in serious injury or death. 5. Do not plug device into the electrosurgical pencil with esu on. 7. Do not permit cable to be parallel to and/or in close proximity to leads of other devices. 8. Do not wrap cable around handles of metallic objects such as hemostats. 9. Consult the esu user¿s guide on its proper operation prior to use. Cautions: 1. Only physicians trained and experienced in endovascular techniques should use the device. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Precautions: 1. Care should be taken to avoid the presence of fluid on the esu. 5. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 6. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Instructions for use: pre-procedural preparations: 3. Place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 4. Turn on esu. Ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 5. Place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug in to esu. Confirm indicator light changes from red to green, ensuring appropriate patient contact. 6. Turn off esu until ready for energy delivery in order to prevent inadvertent activation. Preparation of the catheters: 21. Carefully inspect the wavelinq¿ endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ endoavf system. Endoavf creation procedure: 23. Remove the arterial catheter from the packing card and inspect for damage (see figures 1-3). Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 27. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 32. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 33. With catheters in confirmed activation position, remove cable tie, remove preassembled insert, and then connect venous catheter plug to electrosurgical pencil. Fully insert plug until there is no metallic surface exposed. 34. Pass electrosurgical pencil hand switch connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 35. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 36. Ensure tourniquet has been removed (if applied). 37. Do not allow catheters to move in order to minimize chance of misalignment. 38. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 39. Hold patient¿s procedure arm at the wrist with firm pressure to minimize arm flexion and rotation during energy delivery. 40. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 41. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. H10: d4 (expiry date: 10/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, it was unable to trigger the pulse from the device connected to the generator. It was further reported that the return plate was correctly positioned and there was no particular fault with the generator. Furthermore, opened a single-use electric scalpel and changed the generator. Reportedly, despite various manipulations, the device allegedly did not work. There was no reported patient injury.